Event description:
(Os 17.706). The dentist reported the non osseointegration of two dental implants ti titamax implant (4.1) 3.75x113 mm, but did not provide any other information about the case.

Manufacturer narrative:
(B)(4).